Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an implantable cardioverter defibrillators (ICD) implantation & atrioventricular (av) node ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath and the patient suffered cardiac perforation requiring surgical intervention. It was reported that during a bi-ventricular ICD implantation, when attempting to cannulate the coronary sinus (cs) with the thermocool® smart touch® sf bi-directional navigation catheter (this catheter was planned to be used later for av node ablation), a perforation occurred, and the patient developed tamponade. While advancing the catheter into what was thought to be the coronary sinus, using flouroscopy only, the carto vizigo¿ 8.5f bi-directional guiding sheath and guidewire were advanced. The guidewire went much further that what was anticipated, it was then discovered when injecting contrast that they were in the middle cardiac vein. Flouroscopy revealed fluid in the pericardium and tamponade. Patient symptoms were unknown to the caller who was not in the procedure room (carto 3 system was not in use). A pericardial window was obtained and pericardiocentesis was performed, the patient was stable at the time of the call. Additional information was received that indicated the adverse event was discovered post use of biosense webster products. The physician believes the guidewire caused the adverse event. Medical intervention provided was pericardiocentesis. The patient outcome of the adverse event is fully recovered. The patient stayed an additional night due to the adverse event. Prior to noting the cardiac perforation ablation had not been performed. The event occurred while attempting to place lead. An irrigated catheter was used in the event, the flow setting was 2ml/min. Correct catheter settings were selected on the smartablate generator, but not applicable as no ablation was performed or attempted. Catheter was not plugged in to the patient interface unit (piu) and instead used for cannulation under fluoroscopy. Based on the information available will be considered concomitant as no ablation was performed prior to event and the physician believes the guidewire caused the adverse event. If further information is received this event will be reassessed accordingly.